Manufacturer narrative:
Plant investigation: the complaint sample was not returned to the manufacturer for physical evaluation. In addition, the lot number for the sample was not provided. Therefore, the manufacturing records could not be reviewed. The log files of the console also were not provided. Connecting product used for continuous renal replacement therapy (crrt) to the xlung kit is outside of intended use and considered to be off-label use. Due to the improper use, it is not possible to determine whether there is a connection with the event. However, there is no indication of an initial product failure. The pump head can be damaged during application due to clotting. There have been no similar cases reported that occurred during treatment. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported to fresenius that a patient who was on continuous renal replacement therapy (crrt) and extracorporeal membrane oxygenation (ECMO) therapy experienced blood loss of approximately 500 ml. The patient was connected to the novalung system (xlung kit) for ECMO, and a nxstage pump was connected to the xlung kit for crrt. The nxstage device was reportedly connected through an end-user manifold, which was set up to the xlung kit. It was reported that the pump was running at a 400 to 450 ml/min blood flow when the novalung pump stopped. While the novalung pump stopped, the nxstage pump continued. This created excessive negative pressure leading to cavitation (air bubbles), effectively pulling the gas out of the solution throughout the xlung kit, oxygenator, and tubing. To resolve the reported issue, a new disposable set was primed, and the patient was changed over to a new circuit. This change-out resulted in approximately 500 ml of blood loss. Subsequent attempts to obtain additional information (e.g., treatment record, discharge summary, death certificate, patient demographics) have thus far proven unsuccessful.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that a patient who was on continuous renal replacement therapy (crrt) and extracorporeal membrane oxygenation (ECMO) therapy experienced blood loss of approximately 500 ml. The patient was connected to the novalung system (xlung kit) for ECMO, and a nxstage pump was connected to the xlung kit for crrt. The nxstage device was reportedly connected through an end-user manifold, which was set up to the xlung kit. It was reported that the pump was running at a 400 to 450 ml/min blood flow when the novalung pump stopped. While the novalung pump stopped, the nxstage pump continued. This created excessive negative pressure leading to cavitation (air bubbles), effectively pulling the gas out of the solution throughout the xlung kit, oxygenator, and tubing. To resolve the reported issue, a new disposable set was primed, and the patient was changed over to a new circuit. This change-out resulted in approximately 500 ml of blood loss. Subsequent attempts to obtain additional information (e.g., treatment record, discharge summary, death certificate, patient demographics) have thus far proven unsuccessful.